Manufacturer narrative:
Additional information was received which confirmed the alleged unit was not in clinical use at the time of alleged issue. The reported issue occurred during device set up inside the room before it was placed on the patient. Biomedical team (bmt) could not replicate the reported issue. The event log report was reviewed with the philips tech support and only found one alarm. For that alarm, philips¿s support tech advised to remove and clean the connector contacts on the boards inside the device. Confirmed by customer intervention conducted and ran the device for multiple days, still with no result of duplicating the reported error. The device was then placed back into service and has had no issues since then.

Event description:
It was reported that the ventilator had a backup alarm failed error. The customer reported the device was in use at the time of the event, however, there was no patient or user harm reported. The field service engineer (fse) evaluated the incident and was unable to confirm the reported problem. After pulling the device from service, the engineer confirmed the full functionality of the device.